Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator exhibited ventricular oversensing. No lead information was provided. Device reprogramming was performed. No symptoms were reported and the patients condition was noted to be good.